Event description:
I received a gel shot called synvisc one in my right knee on (B)(6) 2023. In 48 hours my knee swelled tremendously and had unbearable pain. On (B)(6) 2023 my dr removed 90 cc of fluid from my knee and said I'm having a severe reaction. The fluid was sent to the lab and no infection was found. On (B)(6) 2023 I received another aspiration of 55 cc of fluid. It is now 30 days after the injection and my knee is still swollen, hot, painful, I'm nauseous, have headaches, exhausted, my dr will not remove any more fluid at this time because my knee is so agitated. He is not sure how long these side effects will take to get out of my system. He has scheduled an MRI to see if I have any tissue damage. This product contains formaldehyde, not sure if that's what my body is fighting. 30 days later, can't walk much, and still so sick.